Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the user interface (ui) pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2. (B)(4).

Event description:
The customer contacted physio-control to report that their device has a service indicator present and would intermittently power on with a white display. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation therapy if it were necessary. There was no patient use associated with the reported event.